Event description:
Additional information received indicates that the erosion has resolved and the patient received a new ipg on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient experienced erosion at the ipg site. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted addressing the issue.